Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data from the pod were unsuccessful as the battery voltages were measured to be lower than expected. An external power supply was used to download the data from the pod. The data from the pod was found to be incomplete, with no pulse width or rotational sensor data. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin or result in the data loss observed. Due to the loss of data, it could not be determined if the pod was delivering insulin as intended. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 403 mg/dl while wearing the pod for more than 48 hours on the arm. The patient's wife stated the patient was experiencing pain on the back of both shoulders, vomiting, showing cardiac symptoms, and high blood glucose (bg) level with a finger stick level of 403 mg/dl. They then decided to go to the emergency room. When they arrived at the emergency room the patient's bg levels was 447 mg/dl. The patient was treated with intravenous therapy with fluids (1 3/4 bag) with insulin and zofran for the nausea. They did an enzyme test to make sure there was no cardiac issue. The patient was discharged in 5 hours after their bg levels were 140 mg/dl. The patient's blood glucose, carbohydrate, and insulin history are as follows: time, bg(mg/dl), cho(g), bolus(u): 5:42 am bg levels was 356 bolus 2.65 units, 8:10 am bg levels 363 bolus 2.45 units, 8:59 am deactivate pod, 9:07 am activate pod, 9:09 am bg levels 395 bolus 3.5 units.